Event description:
It was reported that the right ventricular (rv) lead impedance was low in both unipolar and bipolar. The lead had sensing issues in the past and had been reprogrammed unipolar. The lead remains in use. No patient complications have been reported as a result of this event.